Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the lg cable connector fluid damage, the light guide cable for control body fluid damage, the insertion flexible tube (ift) buckled, the lg cable connector corroded, the shield cover corroded, the remote control button cut, and the lg cable connector housing scratched ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.